Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the study that the patient had an adverse event of ¿electrode ejection¿ which lead to the device being explanted. The event is now resolved. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Event description:
Additional information was received that the electrode ejection stood for extrusion of the device the event has resolved/recovered. No additional relevant information has been received to date.